Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-sep-2023, it was reported that the infusion set's tubing released from the quick release (site connector) on its own. The site location was of patient's abdomen. The infusion had been used for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 226 mg/dl. No further information was available.